Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part# 04.112.143. Lot# h031766. Mfg date: 10 february 2016. Mfg location: elmira synthes USA. Manufacturing record evaluation is not required as this complaint is related to post-operative infection and the part was distributed as non-sterile. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a reoperation to partially fixed the left ankle joint due to an infection. Initially, the patient had an open reduction and internal fixation (orif) surgery of an ankle joint due to a fracture of the left three ankle using a locking compression plate (lcp) lateral distal fibula plate and an unknown screws on an unknown date. However, five days before the reoperation, the patient got a cold, with a maximum temperature of 38 degrees celsius, followed by pain in the left ankle, redness of the skin, and gradual increase of pain. Moreover, a day before the reoperation, the patient had a mass at the wound and the surrounding skin became red. Thus, the left ankle joint was partially fixed and was removed, did an infection debridement, an anti-infection was given, and the patient was instructed to have an exercise and was monitored regularly. The patient recovered well. This complaint involves an unknown number of device/s. This report is 1 of 2 for (B)(4).